Manufacturer narrative:
(B)(4).

Event description:
It was reported that clear liquid was leaking from the insertion site. The nurse noted that the cvc dressing was wet. While changing the dressing, the nurse noticed the leak. IV fluids were stopped, and the leaking stopped. When IV fluids were started again the leaking resumed. The leak was reported to the doctor, and the decision was made to remove the device and insert peripheral line to gain access. The event occurred in the ICU and the insertion site was the right ij of a (B)(6) year old female patient. There was a delay in treatment, but no harm was caused to the patient. No complications or death occurred to the patient.